Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to impedance measurements greater than 2000 ohms. The physician tested the rv lead with a different device in order to rule out a connection issue. A new lead was successfully implanted and no adverse patient effects as a result of the implant procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.